Event description:
Two discordant high results for troponin I (tni) were obtained on an advia centaur cp instrument. The initial results were reported out and questioned by the physicians. The same samples were rerun on the same instrument five additional times and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
(B)(4):a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant tni results was dry base build-up in the luminometer and turntable. The fse cleaned the base reagent build-up and replaced the tubing for the waste probe, the aspirate probe, and the peristaltic pumps for water and waste.the instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
The cause of the discordant tni results is unknown.